Event description:
Customers states the sedecal console failed during a system check. This facility does not have back up capabilities the cases have been cancelled. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.